Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suffered a bump to the head about 3 weeks ago. In situ testing results showed elevated impedance values and 1 channel with high impedance. Previous in situ testing, performed circa 6 months before, showed normal results.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: based on the received information the patient suffered from a trauma, which might have damaged the active electrode causing excessive mechanical stress to it. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation surgery is scheduled for 2017.

Event description:
The patient has elevated impedances with one channel with high impedance. No changes in health are reported but it is known that the patient fell out of bed and hit the contralateral side. The patient sometimes reports intermittent static sound. Explantation surgery is scheduled for 2017.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The reported trauma might have weakened the fixation of the active electrode. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient sometimes reports intermittent static sound. No changes in health are reported but it is known that the patient fell out of bed and hit the contralateral side. The patient has been re-implanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the currently available information, a problem with the active electrode is suspected, most likely caused by an external mechanical impact due to an accident. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has been explanted, but has not been received for investigation yet.

Event description:
The patient sometimes reports intermittent static sound. No changes in health are reported but it is known that the patient fell out of bed and hit the contralateral side. The patient has been re-implanted. The device has been requested but has not yet been received.